Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a concern hp had during dwell 2 of hp's automated peritoneal dialysis (apd) therapy with a homechoice machine. Reportedly, hp received a "low drain volume" alarm during treatment which is when hp noticed that the patient line of hp's homechoice set had become disconnected from hp's transfer set. No patient injury or medical intervention was indicated at time of initial report.